Event description:
It was reported that during the operation, a rip was found next to the catheter connector of the access device.

Manufacturer narrative:
(B) (4). The returned port failed leak testing due to a tear next to the catheter connector. The instructions for use that accompanies the device cautions that use of sharp instruments while handling these devices can nick or cut the silicone elastomer, resulting in leakage and necessitating port revision. Care must be taken when closing incisions to ensure that port components are not cut or nicked by suturing needles. A review of the mfg records showed no anomalies.